Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture/release to warehouse date: (B)(6) 2017. Expiration date: nov 30, 2026. The review revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Patient code was utilized for revision surgery due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery for proximal femur fracture on (B)(6) 2017 due to a fall. Patient was originally implanted with one (1) trochanteric fixation nail advanced (tfna) nail, one (1) tfna helical blade and one (1) 5.0mm ti locking screw. Post-operative the patient presented with a migration of the helical blade into the acetabulum bone. On (B)(6) 2017 patient was brought back to surgery. Surgeon removed all the original implants. The explanted implants were observed to be in good condition. During removal no fragments were generated. The patient was revised to a depuy hip replacement. There were no reported surgical delays and the surgery was completed successfully. The patient is reported in stable condition. Concomitant device: 5.0mm ti locking screw w/t25 (item 04.005.524, lot # unknown, quantity 1each ; 11mm/130 deg ti cannulated tfna 170mm - sterile (item # 04.037.142s, lot # h255627, quantity 1ea) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. This complaint was unable to be confirmed at cq as no x-rays were provided showing post-operative migration of the helical blade. Whether this complaint can be replicated at customer quality (cq) is not applicable for this reported complaint condition of post-operative migration. The following were returned as concomitant devices without an alleged complaint condition. 05.0mm ti locking screw w/t25 (item 04.005.524, lot # unknown, quantity 1each, 11mm/130 deg ti cannulated tfna 170mm - sterile (item # 04.037.142s, lot # h255627, quantity 1ea). The damage to the threads of the locking screw is consistent with normal wear from implantation/explantation or any displaced force from the migration. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Minor wear marks consistent with implantation and explantation exist on the returned helical blade. Tabulated helical blade drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently undergoing investigation. The results are pending completion and will be reported in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.